Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge change error message occurred during the load process. Customer's blood glucose was 124 mg/dl. Reportedly, customer was unable to successfully load a new cartridge and reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified (faulty vibe motor).